Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a pt underwent lasik surgery. On the first postoperative day, the flap of the right eye was noted to have folds and retraction. The flap was re-hydrated and repositioned. Thirty minutes after the re-hydration/repositioning, the visual acuity was good, and there was no evidence of recurrence.